Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 09/22/2015 alleging a occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 22 to 23 mmol/l with nausea, vomiting, polydipsia, polyuria, symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the occlusion sensitivity was programmed for high and the patient is using cartridge per IFU. This report is being made due to the bg excursion the patient experienced due to an alleged occlusion issue.

Manufacturer narrative:
Follow-up #1- correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2015 with the following findings: evaluation revealed that the black box show occlusion alarms (B)(6) 2015 and (B)(6) 2015 leading to delivery interruptions. The force at time of occlusions is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. The pump exercised for 24 hours with no occlusions occurring. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).